Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device passed exterior visual inspection and global receiver functional testing. A review of the receiver data log found a hardware error. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015.